Event description:
It was reported to the manufacturer by the end user, per the end user, patient fell (slipped) off the mattress twice. On the first fall, the patient moved their legs to exit the bed and slipped off the mattress. On the second fall, the patient was trying to sit up in the bed and slipped off the mattress. The patient did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.